Event description:
The information provided to sjm indicated the patient underwent aortic valve replacement with septal myectomy, suprasinusal aorta replacement with a gelweave vascular prosthesis, valsalva sinus repair due to bleeding, and coronary artery bypass x 2. It was reported the patient progressed favorably and on (B)(6) 2013, presented to the hospital with angina and a new aortic murmur. A non-thrombotic obstruction of the valve was observed with an elevated gradient. Endocarditis was not present. After admittance to the hospital, the patient experienced an acute coronary syndrome (non st elevation myocardial infarction) and a right coronary angioplasty with placement of a bare-metal stent was performed on (B)(6) 2013. Re-operation is anticipated in one month due to stenosis. The patient is currently being treated with the anticoagulant clopidogrel.